Manufacturer narrative:
The failure for heat and nose tip missing was confirmed by the technician through disassembly and visual inspection by the technician. The technician disassembled the device and confirmed the components including the bearings were affected by broken down lube. The nose tip was confirmed as missing. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during testing conducted by a manufacturer field service technician at the user facility that the attachment was overheating. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. After return to the manufacturer facility, it was then reported during testing that the nose tip was separating from the nose housing. As this event occurred during testing, there was no patient involvement.

Event description:
It was reported that during testing conducted by a manufacturer field service technician at the user facility that the attachment was overheating. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. After return to the manufacturer facility, it was then reported during testing that the nose tip was separating from the nose housing. As this event occurred during testing, there was no patient involvement.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.